Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test for a21 alarm due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported a keypad anomaly. He stated his insulin pump was alarming and he could not clear it. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-39081.